Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set large bore stopcock manifold extension broke off. This issue was further described as, ¿the tubing simply broke off from the hub (looked like it was cut clean through but was not, was attached to patient previously)¿. This occurred in the pre-op area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to g4, h3, h4, h6, and h11: correction to d1, d3, d4. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.